Event description:
This information was reported publicly by the new york times. See (B)(6). "A start-up claimed its device could cure cancer. Then patients began dying." The new york times, (B)(6) 2025. As reported in nyt article, patient p2 (identified as male, age unknown, diagnosed with colon cancer) was brought to (B)(6) hospital and diagnosed with tumor lysis syndrome on approx. (B)(6), less than a week after his last treatment. The article states that seraph 100 treatments took place outside the united states, in (B)(6). The device was being used off-label for the treatment of cancer, outside of the united states in (B)(6).

Manufacturer narrative:
This was stated in the nyt, see (B)(6). "A start-up claimed its device could cure cancer. Then patients began dying." The new york times, (B)(6) 2025. The manufacturer followed up with the facility in (B)(6) where the claimed adverse events took place and with the treating physician. The facility has stated that it was not aware of any adverse events. The physician has not responded.